Event description:
It has been reported to philips that wireless footswitch was intermittently dropping signal. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting action showed a problem with wireless footswitch and base station. The fse replaced the wireless footswitch and base station and returned the system to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. The issue reported wireless lost connection intermittently even after restarting the system and according to the additional information collected it has been confirmed that the diagnostic procedure was completed by using the wired footswitch without any patient/user harm. A field service engineer confirmed that there was no error in the led indicator of the base station, and the color of the battery indicator was green. There was no mechanical damage, a proper connection to the base station, a good battery, and a good charge of the wireless footswitch. The failure part analysis of the base station indicated no failure. Failure part analysis of the wireless footswitch indicated that there were no anti slips, the footswitch does not react occasionally due to a button defect and has cosmetic damage. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The wireless footswitch IFU provides instructions to always connect a wired footswitch to the auxiliary footswitch connector. By using the mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A wireless footswitch that has button defect and cosmetic damage that can be resolved by utilizing the design mitigations provided by the device (usage of wired footswitch) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable.